Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and a cause for the unintended clip movement associated with establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device will not be returned for evaluation as the clip remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device (ntw clip) referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report the nt clip opened to 40 degrees during the final arm angle test. It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). During device preparation of the mitraclip ntw, it was noted that one of the grippers were able to raise up, but the one gripper would not lower all the way. That clip was not used in the patient. Another mitraclip ntw was prepared and was successfully implanted. The mitraclip nt was prepared and inserted into the patient. After the nt clip was closed to 20 degrees and was ready to be deployed. After the lock line was removed, the arm positioner was turned to neutral and then the arm positioner was turned one full turn in the open direction (to check the lock). At this point, the clip opened to approximately 40 degrees. The clip was able to be closed tightly again to 20 degrees. The arm positioner was turned to the neutral position and clip deployment commenced. The clip stayed closed at 20 degrees. Mr was reduced to grade 2+ and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.